Manufacturer narrative:
###A supplemental report is being submitted for additional information for additional products: from: additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: unk/ serial #: unk UDI #: (B)(4) h4: mfg date: unk to: additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1403us/ catalog #: 1403us/ expiration date: 30-nov-2019/ serial #: con404261 UDI #: (B)(4) h4: mfg date: 09-nov-2018 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated with the additional information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was inability and error messages while trying to uploading the auto log files.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. The autologs report was not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports. A visual inspection of (B)(6) under 10x magnification also revealed a hairline crack around power port two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack and contamination of the connectors are additional findings nota related to the reported event. The most likely root cause of the observed contamination of the connectors can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2021 at 07:17:48. The data point logged in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% of relative state of charge (rsoc) and no power source was connected to power port two (2). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 18 seconds. Review of the alarm log file associated with (B)(6) revealed a vad stopped alarm logged on (B)(6) 2021 at 07:18:15, indicating that the pump failed to restart after multiple attempts. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 07:47:03, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller and/or the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged (B)(6) 2021 at 07:59:50. Additionally, a vad disconnect alarm logged on (B)(6) 2021 at 07:59:57, indicating the controller powered on without the driveline connected. Review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 08:00:26 on (B)(6) 2021, indicating that the power up event occurred during a controller exchange. Analysis of the alarm log file associated with (B)(6) revealed a vad stopped alarm logged on (B)(6)2021 at 08:00:27, indicating that the pump failed to restart after multiple attempts. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 09:00:09, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller during the reported controller exchange. Review of the controller files downloaded from (B)(6) during bench testing contained data covering the period between (B)(6) 2021. Review of controller log files associated with (B)(6) provided by the site revealed incomplete log files, likely due to an incomplete log file download. The autologs reports information based on the data available in the controller log files. It is likely incomplete log files affected the ability to generate the autologs reports. Based on the available information, there is no evidence to suggest that a malfunction of the autologs report caused or contributed to the reported event. As a result, the reported events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported inability to generate an autologs report can be attributed to an incomplete log file download, which may be attributed, but not limited, to a usb flash error, a component malfunction within the serial module, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of (B)(4). CAPA pr00502194 is investigating pump failures to restart. Additional products: (B)(6) d10: yes, return date: 05-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c15, c07, c19 h6: FDA conclusion code(s): d01, d11 con404261 d10: yes, return date: 05-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11, d01 unknown-mcs h6: FDA method code(s): b17 h6: FDA results code(s): c20 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a fall and loss of consciences while at home and a ¿vad stopped¿ alarm went off. Upon arrival of emergency medical services (ems), a controller exchange was performed, and the ventricular assist device (vad) did not restart. The patient was awake upon arrival to the emergency department (ed) with the controller continuing to alarm ¿vad stopped¿, of note the vad had been stopped for greater than thirty minutes and no further attempts were made to change the controller and restart. The patient was placed on dobutamine medication and after discussing with the patient and family, the patient subsequently made a do not resuscitate order (dnr) with palliative care consult. The patient subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420/ catalog #: 1420/ expiration date: 30-nov-2018/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 14-nov-2017. Labeled for single use: no. (B)(4). Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420/ catalog #: 1420/ expiration date: unk/ serial #: unk, UDI #: (B)(4). Device available for evaluation: no. Device mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the second controller's serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.